Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, (B)(6). Both patients' therapeutic range: 2-3 inr. Two different nurses ran these tests on the same day.

Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.4, lab: 4.4. Both patients' therapeutic range: 2-3 inr. Two different nurses ran these tests on the same day.

Manufacturer narrative:
Investigation pending.